Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-21787. Additional information received indicates surgical intervention took place wherein intra operative testing showed high impedance on lead and extension. As such, the lead and extension were explanted and replaced with new lead and extension addressing the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. Reprogramming was able to address the issue only for some time. It was noted that x-rays were taken and were inconclusive for lead breakage. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Corrected date: per the additional information received, the d1(brand name) and d4(model number) were corrected.